Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were unable to calibrate their sensor. They had a high blood glucose level of 401 mg/dl. The customer declined troubleshooting for the high blood glucose. They were working with their health care professional to lower their blood glucose. The device will not be returned for analysis.